Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the eccentric anatomy resulting in the reported failure to advance. Manipulation/inadvertent mishandling resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal left anterior descending coronary artery that was non tortuous. When the xience sierra stent delivery system (sds) was being advanced on the balance middleweight guide wire, the proximal shaft separated outside the patient. The sds did not cross the lesion and another same size xience sierra was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.